Manufacturer narrative:
(B)(4). Corrected data- evaluation summary: the analysis results showed that one gst60b cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Batch # n56h3y. The analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bypass procedure, after the stapler had been fired and removed off the tissue we noticed that some of the orange teeth from the reload were left on the tissue. He used graspers to remove the orange material. The staple line was fine. Case was completed as normal with no issues. There were no adverse consequences for the patient.